Event description:
It was reported that the customer's insulin pump was broken and had many scratches on the display. It was also mentioned that there was a black spot on the display as well. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had minor scratches on the display window but no broken window or spotting was noted. The insulin pump passed the self test and displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and cracked case at the display window corners.